Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient was wearing a tandem insulin pump at the time of event. According to the patient, on (B)(6) 2026, the continuous glucose monitor (cgm) device provided her with a reading of low mg/dl and then failed. No blood glucose (bg) meter comparison value was taken at this time. It was not specified if the patient attempted to provide herself with any treatment for the low mg/dl cgm value or not. At an unspecified time after the patient¿s wearable failed, the patient collapsed in the hallway, had a seizure, and lost consciousness. The patient was assisted by her husband and hotel staff. The patient was given juice as treatment. After treatment, the patient was ¿stable and feeling much better¿. The patient did not seek assistance from a higher level of care. The patient was ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code: 3191: patient was unable to identify device issue therefore a more specific code could not be selected.